Event description:
The customer reported that her blood glucose was 600 mg/dl and she had experienced three or four bent cannulas in the skin, which caused her blood glucose to run higher than normal. The customer stated she had a back-up treatment plan and had treated with the insulin pump. She declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.